Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s wife found him sweating and unresponsive while asleep. The patient later stated that his egv was reading significantly higher than his blood glucose meter. The bg was 42 mg/dl, then 32 mg/dl, while the dexcom app showed egv about 60 mg/dl higher. Despite attempts to wake him and giving orange juice by spoon, the patient remained unconscious. She called emergency medical services (ems) at 9:15 pm, and they arrived around 9:30 pm. The bg was "zero,¿ while the dexcom app was showing egv 47 mg/dl at that time. Ems administered two IV dextrose infusions, and the patient regained consciousness after the second dose. He was transported to the emergency department (ed) for diabetic coma, received IV fluids and medications, and had glucose checks every 30 minutes. He was discharged around 4:00 am once stabilized. They were advised to continue frequent fingerstick monitoring at home. The patient is currently doing well, per his wife. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.